Manufacturer narrative:
(B)(4). Date sent: 12/21/2020. Medical record received.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2020. Medical records received and attached.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via: letter from claimant counsel which states that on (B)(6) 2018, patient underwent a laparoscopic sleeve gastrectomy procedure. Letter further states that patient developed a complication requiring admission to ER with severe sepsis/leakage on (B)(6) 2019. Patient underwent esophagogastroduodenoscopy and gastric stent removal.